Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. It was reported that during the attempt to flush the device, it was initially observed that the flush from the sheath flush port was restricted but the physician decided to move forward. It should be noted the supera instruction for use (IFU) states: carefully remove the device from its protective packaging (i.e., tyvek pouch and tray) using standard aseptic technique, and inspect for damage. Do not use if the device is damaged or kinked. In this case, the decision to use the device after observing restriction during flushing did not contribute to the noted coupler to dec bond failure. The investigation determined that the reported flushing difficulty and activation failure appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat the moderately calcified and tortuous, 80% stenosed superficial femoral artery with a vessel diameter of 4.3 mm. Atherectomy was not used. A 7fr cross-over sheath was placed and the lesion was crossed with a command guide wire and the lesion was pre-dilated with a 5x150 mm armada 18 percutaneous transluminal angioplasty (pta) catheter at 16 atmospheres for 20 seconds. The guide wire exit port and sheath flush port of the 5.5x120 mm supera self expanding stent system (sess) were flushed and it was initially observed that the flush from the sheath flush port was restricted but the physician decided to move forward. During deployment of the supera sess the stent would not come out from the sheath and completely failed to deploy. There was no flowering or deployment of the stent. The supera sess was removed and another 5.5x100 mm supera sess was used. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the device was misassembled, and the shaft leaked during pressurization.